Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible alert was triggered. It was found that a lead integrity alert (lia) warning had triggered on the right ventricular (rv) lead four days earlier. It was noted that there was sensing integrity counter (sic), rv lead impedance variation, and high rate non-sustained episodes observed on the rv lead. There was also a rv lead warning triggered four days ago for t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.